Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. It was noted that the lead exhibited noise after the patient had done some gardening. The noise could not be reproduced; all electrical values were normal. The patient was in good condition. No additional information was reported.